Event description:
It was reported that the patient had an arrhythmia that was a vt and the therapy was delivered appropriately however, the physician wanted to program the implantable cardioverter defibrillator to decrees the number of atps since the atp did accelerate the arrhythmia. Programming changes were performed and the patient was stable.